Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an inaccuracy between the continuous glucose monitor (cgm) and blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No data was provided for evaluation. Confirmation of the problem and probable cause could not be determined. It was reported that the patient used an alternate blood glucose test site. Labeling indicates: when taking a fingerstick, it¿s important to do it correctly. Make sure you thoroughly wash and dry your hands right before, and remember to always use your finger, never another site. No additional event or patient information is available.